Event description:
The manufacturer received an allegation that a device "had failed since it stopped ventilating and did not activate any alarm." The patient was required to be placed in respiratory care and is stable. There was no serious injury or harm reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a device "had failed since it stopped ventilating and did not activate any alarm." The patient was required to be placed in respiratory care and is stable. There was no serious injury or harm reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.